Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device did not cut and got stuck on tissue. Removal of the device caused bleeding, although not in excess. There was no patient injury or permanent damage.

Manufacturer narrative:
(B)(4). Visual inspection found no defects. Inspection noted that the jaws and the instrument were very bloody. Eschar was caked in the hinge of the jaws. The knife felt stiff and was difficult to advance. After several activations of the knife on a silicone test strip, the eschar released and the blade traveled smoothly. The knife cut was tested on a silicone test strip with acceptable results. Additional functional testing was performed with the returned device on porcine kidney tissue. The blade did not stick to the tissue and a complete seal was observed. The IFU warns, place the vessel or tissue in the center of the jaws. To avoid incomplete sealing, do not grasp tissue beyond the electrode surface; do not place tissue in the jaw hinge. Keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed.